Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. How was surgiflo used in this case? To stop bleeding in cavernoma. 2. Was surgiflo used to achieve adjunctive hemostasis? Yes. 3 was any excess surgiflo removed? Yes. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested, and the following was obtained: - what are the surgeon¿s opinion to the cause of the bradycardia? Surgiflo. - what was the date of the procedure? Approximately (B)(6) 2023 - what was the indication for using the product? Bleeding in a cavernoma. - was there any patient consequence? No. - what is the surgeon¿s opinion as to the relationship of the product to the symptoms? See mir call. - was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? Removal of surgiflo. - what is the current condition of the patient? Patient is stable. The following information was requested, but unavailable: - does the patient have a medical history of allergic reactions towards gelatin? - did the surgeon/medical doctor initiated a further investigation of a possible allergy? If yes, what is the outcome? - what is the lot number? - was there any delay in the procedure as a result of this event? If so, how long? - what was used to complete the procedure? - can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a craniotomy procedure on an unknown date and absorbable hemostat was used. The doctor put the absorbable hemostat in a cavernoma and the patient started experiencing bradycardia. Once the absorbable hemostat was removed the patient returned to baseline. It is unknown as to how the procedure was completed. There were no long-term adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). F10 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - does the patient have a medical history of allergic reactions towards gelatine? - did the surgeon/medical doctor initiated a further investigation of a possible allergy? If yes, what is the outcome? - what are the surgeon¿s opinion to the cause of the bradycardia? - what is the lot number? - what was the date of the procedure? - what was the indication for using the product? - was there any delay in the procedure as a result of this event? If so, how long? - what was used to complete the procedure? - was there any patient consequence? - can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? - what is the surgeon¿s opinion as to the relationship of the product to the symptoms? - was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? - what is the current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.